Event description:
It was reported that, a 980 ventilator had a faulty battery. Patient involvement is unknown. The service engineer (se) inspected the device and replaced the battery. The se performed extended self-testing on the device and all tests passed.